Event description:
Event description guidant received information that during an implant procedure this packaged pacemaker was unable to be interrogated when using quickstart however was interrogated when the insignia device was selected from the drop down list. The device was then programmed out of ship and implanted. After the pocket was sewn shut, the device was tested. When lead was tested with the device, n/r was displayed for the r wave measurement, lead impedance was low and no capture was achieved at the maximum output. Pacing was not observed with magnet application. Additionally, it was reported that under fluoroscopy the lead placement and the lead to pacemaker header connection was intact.